Event description:
Star total ankle replacement system were revised to fusion due to osteoporosis, tibial subsidence, collapsed talar and lack of osseointegration.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model#: 400-140, lot#: 0907143. Expiration date: 04/01/2014. Device manufacture date: 04/2009. Additional removed components: tibial component, model#: 400-263, lot#: 090618/3580. Expiration date: 09/01/2014. Device manufacture date: 09/2009. There were no deviations reported in the dhrs for part no. 400-254 lot no. 030812/3729, part no. 400-263, lot no. 090618/3580, and part no. 400-140 lot, 0907143. All released parts were within specifications.